Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, non-sustained rv oversensing due to post-paced t wave oversensing was observed. Programming changes were made which resolved the oversensing issue. Patient was stable.